Manufacturer narrative:
Concomitant medical products: 8637-20 neuro pump, implanted: (B)(6) 2009; 8711 catheter, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated due to pacing on the t wave noted on telemetry and the patient had arrested earlier. It was also reported that atrial under-sensing was noted on stored electrogram episodes and current electrograms. It was further observed that cardiac compass displayed invalid data. The right atrial (ra) lead and the implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.